Event description:
A customer observed imprecise quality control results using vitros phbr slides on a vitros 5,1 fs chemistry analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were not reported unless quality control was acceptable. There were no allegations of harm.

Manufacturer narrative:
The investigation determined that the vitros phbr assay and the vitros 5,1 were operating as intended. The investigation determined that the customer was not replacing the vitros immuno-wash fluid (iwf) every 72 hours per the manufacturer's recommendations. The iwf instructions for use indicate that the iwf reservoir and any remaining fluid should be discarded after 3 days. The customer has observed stable performance since implementing the manufacturer's recommendations for iwf handling.